Manufacturer narrative:
Without data, the investigation could not determine the root cause of the discrepant result. However, this may be a sample at the limit of detection (lod) either from a low titer or cross-contamination. Instrument data was not provided from the cobas liat for review of instrument performance. A product quality issue was not identified. Due to the lack of data and information, additional conclusions cannot be provided.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged sample initially generated positive results for sars-cov-2, influenza a, and influenza b. The same patient sample was retested on another liat analyzer, generating a positive result for influenza a only. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.